Manufacturer narrative:
The technician confirmed that the device was missing the blade retainer screw, and did not identify any other components that led to this disassembly. The device was repaired and returned to the customer.

Event description:
The micro oscillating saw with xl blade mount was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the top screw. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The micro oscillating saw with xl blade mount was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the top screw. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.